Event description:
Information received from our (B)(6) affiliate. On (B)(6) 2013, a patient (pt) who wore 1-day acuvue define product reported that "about 3 years ago," the patient "developed staining because of prolonged contact lens wear which resulted in ulcer." The patient consulted a local eye care professional (ecp) who referred the patient to an ulcer specialist. The affected eye is unknown. The patient reported being prescribed antibiotic eye drops and instructed to discontinue contact lens wear for half a year. The patient returned for follow-up "for half a year" as instructed. "The patient's eye is fine at the moment. The patient did not want to provide the name of the treating ecp." No product is available for return for evaluation. The lot number of the product in question is unknown. Because a corneal ulcer may or may not be a serious injury, this event is being reported worst case and determined to be a serious injury based on the ecp's instruction that the patient discontinue contact lens wear for half a year. Based on the limited information available, no further investigation can be conducted at this time. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed (B)(4).

Manufacturer narrative:
No evaluation will be performed. No conclusions can be drawn.